Event description:
It was reported that noise was observed. During lead revision, an insulation anomaly was noted. Lead was capped and replaced and the patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.